Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to there was a leak in the system at an unknown location. All components were removed and replaced. The patient had a good outcome.

Manufacturer narrative:
B7, h2, h10 corrected. Model number/catalog number 720185-01 serial number null batch/lot number 793553010 model/catalog description reservoir flat iz 100 ml b7, d8, h2, h3, h6, h10 field change. Cylinders and pump: the device was returned for analysis. The cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in the cylinder body. Cylinder 1 had a small hole in the outer tube at the corner of a fold attributed to wear; no leak was present. Cylinder 2 had a leak attributed to sharp instrument damage which likely occurred during explant and it is considered a secondary failure. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functional test and performed within specification. Product analysis was unable to confirm the reported events.based on the results of this investigation, no escalation is required. Reservoir: the reservoir was visually inspected and functionally tested. The reservoir has fatigue wear at fold in the reservoir shell adapter junction; no leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to there was a leak in the system at an unknown location. All components were removed and replaced. The patient had a good outcome.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in the cylinder body. Cylinder 1 had a small hole in the outer tube at the corner of a fold attributed to wear; no leak was present. Cylinder 2 had a leak attributed to sharp instrument damage which likely occurred during explant and it is considered a secondary failure; a hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functional test and performed within specification.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to there was a leak in the system at an unknown location. All components were removed and replaced. The patient had a good outcome.